Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that during servicing in me room, it was observed that the device was getting "patient disconnect", did not sound but only "proximal pressure line disconnect" sounded. Reported that is passive wtp was being used. The device kept operating when the issue was observed. It was reported there was no patient involvement at the time the issue was discovered. The sales rep visited the me room and confirmed the reported issue. It was also confirmed that when another v60 was tested in the same settings, it generated "patient disconnect" alarm.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device, and the reported issue was not duplicated, no abnormality was confirmed. However, it was observed that the air flow value accuracy test was out of the allowable range which was captured on another record. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.